Event description:
It was reported that, during video-assisted thoracic left pneumonectomy, after sealing, the blade was broken in the thoracic cavity. The blade breakage occurred 1 hour after the start of procedure. The broken blade was retrieved by forceps. The device might not touch forceps or staples. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/20/2024. D4 batch #: x7032d. Investigation summary: according to the information received, the reported event for the har1120 device was blade tip broke off. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, the tissue pad was slightly damaged with staple marks. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to verify the condition of the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device lot/batch number x7032d, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.